Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.